Event description:
(B)(4). No serious injury alleged. Malfunction alleged.per ivc territory business manager, the chair has been acting strangely. They have been having issues with the controller. MDR filed.